Manufacturer narrative:
The device was returned to zoll medical canada. During disassembly of the device to determine root cause, the technician observed extensive fluid/water damage. The device passed full functional testing. An internal inspection revealed fluid/water ingress, which led to corrosion of internal components. The device was unrepairable and will be scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.